Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, the pump bt2 battery which powers the auxiliary alarm was found to be out of product specification and caused the alarm failure. The pump is being repaired and returned to the customer.

Event description:
The initial reporter states that the pumps auxiliary alarm was not working. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).